Event description:
During outpatient dialysis, the ash dialysis catheter slipped back which prevented completion of dialysis. Cuff around catheter loosened and allowed the catheter to come back, while cuff stayed secure in the tunnel.